Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during set up, a 7cm fiber is clearly visible inside the oxygenator while still in sterile packaging. *no patient involvement as this occurred during set up, *product was changed out, *procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on june 07, 2018. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. (B)(4). The returned sample was visually inspected upon receipt and two small holes were noted in the tyvek portion of the bag. There was a piece of plastic inside the reservoir and significant damage was noted to the base of the venous inlet. No other anomalies noted. It was reported as the 7 cm piece of fiber was visible inside the reservoir but the investigation determined the piece inside the reservoir was actually a broken piece from the venous reservoir top area. A retention sample form the same lot number was visually inspected and confirmed that no damage existed anywhere on the device, specially on the reservoir ports or presence of any broken plastic pieces. All reservoir are 100% visually inspected at several points in the production process. It is likely that the inlet venous port was damaged by a shock force at some point during the handling of the product causing one of the support attachment to break inside; however, when or how this shock force was applied was not able to be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. The returned sample was visually inspected upon receipt and two small holes were noted in the tyvek portion of the bag. There was a piece of plastic inside the reservoir and significant damage was noted to the base of the venous inlet. No other anomalies noted. It was reported as the 7 cm piece of fiber was visible inside the reservoir but the investigation determined the piece inside the reservoir was actually a broken piece from the venous reservoir top area. A retention sample from the same product code and lot number combination was visually inspected twice and confirmed to contain no damage to the reservoir; specifically to the reservoir ports or presence of any broken plastic pieces. All reservoir are 100% visually inspected at several points in the production process. It is likely that the inlet venous port was damaged by a shock force at some point during the handling of the product causing one of the support attachment to break inside; however, when or how this shock force was applied was not able to be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.